Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on post operative check it was noted that the right atrial (ra) lead exhibited some far field r waves over-sensing on presenting and stored electrograms. The ra lead remains in use. No patient complications have been reported as a result of this event.